Event description:
Customer contacted beckman coulter inc. (Bci) reporting that the access® 2 immunoassay system waste bottle imploded causing the bottle to break and spilling liquid waste onto the surrounding area.customer replaced the broken bottle with another waste bottle which again imploded.there was no injury that occurred and no medical treatment was needed.

Manufacturer narrative:
Two bci field service engineers (fses) were dispatched after the incident and checked the hardware to make sure waste tubing was not blocked. No blockage was found. Fse replaced the existing bottle and the bottle cap with new parts.since the service call, no further problems have been found or reported by the customer.